Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned neurovascular procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips remote service engineer (rse) checked the system remotely and found motorized movements were not available. After reviewing the log, rse found an error related to the bolus chase table drive control. Upon troubleshooting, rse found the control on a counter with items underneath, causing the button to be pressed. To resolve the problem, customer was able to hang the control properly and reset the system. After the fixing of the speed control and restarting of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.